Event description:
The pt presented with clonic seizure activity and did not have a history of seizures. They were questioning if it was pump related. The physician was unfamiliar with pump therapy and was trying to reach the pt's managing physician. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).